Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide suture mediated closure device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the IFU as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss occurred with the first proglide device. A second proglide device was advanced and deployed without issue. During step 4, the foot did not fully close. With the foot still partially opened, the device was pulled until it was removed. Vessel damage occurred. The device was removed in once piece. However, there was a break between the guide and guide tube. The two pieces were held together by the actuator wire. The sheath was upsized to a 12f and the aaa procedure was completed. Hemostasis and treatment to the vessel were achieved surgically with a patch. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported due to the surgical repair. No additional information was provided.